Event description:
The ethicon ligamax5 endo clip applier failed to release the clip from the duct, causing surgeon to forcibly take the applier off the clip. If unable would have caused more extensive surgery. Dates of use: (B) (6) 2010. Diagnosis or reason for use: cholecystitis.